Manufacturer narrative:
Corrected section h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the batteries had continuous power disconnects for twenty days.

Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. Failure analysis revealed that (B)(4) passed functional testing and visual inspection. Failure analysis of (B)(4) revealed that the device passed visual inspection, while functional testing revealed that the battery was unable to charge or provide power to a controller. Supplemental testing was performed and revealed an open thermal cutoff fuse and a lifted cell weld, which caused a cell under-voltage and pack under-voltage. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported "power disconnect alarm" event was confirmed through log file analysis, which revealed six power disconnect alarms recorded involving (B)(4) between (B)(6) 2017 and (B)(6) 2017. Data log files covering the reported event date were not available for analysis, so the reported "power switching" event could not be confirmed. Based on the available information, the most likely root cause of the reported power disconnect alarms can be attributed to the open thermal cutoff fuse, preventing the battery from charging or providing power to a controller, and lifted battery cell weld in (B)(4). An internal investigation has been opened by the supplier to evaluate lifted cell welds and implement corrective actions as required. Based on this investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs during the assembly process and resistance welds occurring on weld free zones. Additional products: battery / (B)(4). H3: yes h6 FDA method code(s): 3372, 10,23,38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device associated with this event: heartware ventricular assist system ¿ battery model 1650 / expiration date 30sep2016 / serial number (B)(4) / UDI (B)(4), returned 20dec2017, mfg date 30sep2017, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic visit, the site reviewed the patient¿s controller log files and found six power disconnect alarms. The site indicated that the event did not appear to have been associated with any patient consequence. The site indicated that the issue could not be reproduced by manipulating the connections or cables and that the event was not associated with any other controller alarms or pump stop events. No damage was seen on the patient¿s controllers or its¿ power connectors. Further analysis of this data is reported to indicated that two of the patient¿s batteries were associated with power switching. These batteries were removed from service with no reported patient consequence. The site has returned the batteries to the manufacturer.

Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis revealed that (B)(4) passed functional testing and visual inspection. Failure analysis of (B)(4) revealed that the device passed visual inspection while functional testing revealed that the battery was unable to charge or provide power to a controller. Supplemental testing was performed and revealed an open thermal cutoff fuse and a lifted cell weld, which caused a cell under-voltage and pack under-voltage condition. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. The log files of the controller involved in the reported event revealed that the controller did not contain the software master record (smr) software. The reported "power disconnect alarm" event was confirmed through log file analysis, which revealed six power disconnect alarms recorded involving (B)(4) between (B)(6) 2017 and (B)(6) 2017. Analysis of the data log file also revealed several premature power switching events due to communication errors involving (B)(4), thus confirming the reported ¿power switching¿ event. Based on the available information, the most likely root cause of the reported power disconnect alarms can be attributed to a lifted battery cell weld and an open thermal cutoff fuse, likely due to a faulty fuse, which prevented the battery from charging or providing power to a controller, in (B)(4). The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and battery. Based on a supplier investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. An internal investigation has been opened to evaluate communication errors and implement corrective actions as required. Additional products: battery, (B)(4). Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.